Manufacturer narrative:
The ge service rep spoke with the customer and confirmed the problem reported. He checked the system and found the interconnect cable was damaged causing the workstation to loose connection with the generator. The rep removed and replaced the interconnect cable, the flashed nodes, and rebuilt the system files. The machine works as intended.

Event description:
The customer reported the system intermittently fluoros. The customer must reboot the system to continue with the fluoro.